Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Reportedly the customer is using wearing the pump supplies for 3-4 days. Tandem clinical support informed customer that wearing the pump supplies for 3-4 days, is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) was displayed as "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump.